Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device's emergency alarm sounded during ventilation. The display no longer showed any ventilation data but was in the start screen with the message: "wait until the device has started up". The device then switched back to the previously set ventilation mode. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation was based on the provided log file of the device. The analysis of the log file confirmed that the security software initiated a restart of the cockpit due to a deviation of the hard disk. However, the cockpit restart was interrupted by the user by switching off the device via the main switch. The log file analysis shows that the user switched the device back on after 20 minutes, whereupon the device displayed "cockpit restarted" and continued to ventilate with the previously set ventilation settings. Replacement of the hard disk is recommended. The system's safety software analyzes and checks the proper functioning of the device. If the safety software detects a deviation regarding the cockpit, a warm start of the cockpit is triggered to reset the microprocessing system to a specific state. A warm start sequence of the cockpit can take up to 45 seconds. Ventilation is not affected by a restart of the cockpit and continues as set. Safety-relevant parameters such as fio2, minute volume or airway pressure are shown in the additional yellow/green oled display, on which the user can see the ongoing ventilation. Monitoring functions and the user interface of the cockpit are not available during the restart. After successful completion of the warm start, the system sends the alarm message "cockpit restarted" with the corresponding acoustic alarm tone. Based on the available information, we do not consider the case to be reportable anymore, as neither a death nor a serious deterioration in the patient's state of health occurred and this is not to be expected in the event of a recurrence.

Event description:
It was reported that the device's emergency alarm sounded during ventilation. The display no longer showed any ventilation data but was in the start screen with the message: "wait until the device has started up". The device then switched back to the previously set ventilation mode. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.